Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was powered on and exhibited a recoverable fault. The customer recovered the error and rebooted the system during surgery. The procedure was completed robotically.

Manufacturer narrative:
Based on the claim against the product noting recoverable fault, an investigation is in progress to determine the cause of this reported event. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the customer reported complaint based on the field evaluation and replaced the e- stop switch to rectify the issue. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the system had repeated recoverable fault 31055. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed error on the surgeon side console (ssc) 2 estop switch. The tse suggested to power cycle the system and if error repeated then proceed surgery with console 1. The procedure was completed with ssc1 with no reported injury. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.